Event description:
It was reported by the patients wife that the patient passed away. The death was thought to be due to natural causes and that it was not device related; however, it was unable to be confirmed. No further information can be obtained despite good faith efforts.